Event description:
The site reported that an archived prior study was unavailable for a patient during surgery. The site alleged that the surgery was extended for approximately 45 minutes due to this delay. No patient harm was reported.

Manufacturer narrative:
Mckesson is actively investigating the event discovered at this site to determine the root cause. Once the investigation is complete, mckesson will submit a follow up report with the evaluation summary.